Event description:
Reportedly during patient use, the silence/reset led was blinking red. Also, the shutdown alarm did not work. Medical intervention involved using an ambu bag on the patient and switching to another ventilator. There was no resulting patient injury or death.

Manufacturer narrative:
(B)(4).